Event description:
Information received indicates the siderail end tube has broken on the stretcher and the siderail will not latch.

Manufacturer narrative:
The technician replaced the siderail end tube to repair the bed.